Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120733.

Event description:
It was reported that device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.